Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. However, the unit passed the rewind, basic occlusion, and displacement test. No motor error alarm was found. The motor passed the motor test. The low reservoir alarm functioned properly. No low reservoir alarm anomaly was found. The unit had normal operating currents. No unexpected off no power alarm was found. The unit downloaded properly to the carelink software. The unit had a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer called to report that the insulin pump was not working properly and it had turned off in the middle of the night, it would not upload to carelink, it would die without warning, and the device no longer provided a low reservoir alert. The customer also received a motor error alarm and said that the alarm occurred when insulin was gone. The customer's blood glucose reading was unknown. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was informed that the device would be replaced and to return the device for analysis.